Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0c7ad, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect toward the beginning of the week and had been working with her healthcare provider (hcp). However, the hcp was not any help so the patient would like to have a manufacturer representative come to the nursing home. She had adjusted, but could not switch programs. The reporter ¿received a screen,¿ but could not remember what he saw in the upper left hand corner. The patient was then assisted with her programmer and on program 2 at 1.2 initially. The implantable neurostimulator (ins) shocked her and she felt it in her rectum, but it stopped. She normally felt stimulation in the right side of her vagina, but at the time of the report did not feel any stimulation. She increased to 1.3 volts and after a while it was too strong. She switched to program 3 at 2.5 volts, but that was too strong as well, so she decreased to 1.4 volts and then 1.5 volts. The reporter thought he may have actually turned stimulation off after programming without realizing it. Follow-up with the hcp reported that the patient was in rehab for a broken femur and was unable to come to the office for reprogramming, so the hcp had no information. Reprogramming had been done in june. Nine days later it was reported that the patient fell on her ins and wanted a representative to come out and check it. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.